Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that no connection to footswitch. Upon some functional test fse found the internal power problem with the footswitch. The fse replaced the wireless footswitch and the base station to resolve this issue. After wireless footswitch and the base station is replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the internal power. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was having connection issues. The system was not in clinical use when the issue was identified. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.